Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the connector hub disconnected from the carey-alzate-coons single lumen gastrojejunostomy catheter. The forces applied to the device, conditions and handling circumstances leading up to the event are not known. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The device is reportedly available for evaluation, however the device has not been received by the manufacturer as of the date of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the drawings, dimensional verification, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The product was returned in used and damaged condition. The hub was separated and not returned with the feeding tube. The flare was not a uniform diameter. While the range of diameters was within the tolerance for the diameter of the flare, the process requires the operator to press the tubing up to the flare stop. Pressing the tubing completely against the flare stop would ensure a uniform diameter. Since distortion of the flare can occur when the flared tube is pulled through the base of the connector cap, this is not necessarily an indication that the device was manufactured out of specification. The red connector cap was not returned. No lot number was provided for this complaint. Therefore, a review of the non-conformances could not be conducted. Likewise, a query could not be conducted for similar complaints pertaining to this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
International customer reported that the connector hub disconnected from the carey-alzate-coons single lumen gastrojejunostomy catheter. The forces applied to the device, conditions and handling circumstances leading up to the event are not known. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.